Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The break in aseptic technique was further described as the patient did not clean the exchange area appropriately prior to beginning peritoneal dialysis. On the same day as the onset, the patient was hospitalized. Beginning on the day of onset, the patient was treated with fortaz (ceftazidime) 1 gram daily intraperitoneally (duration not reported) for the peritonitis. At the time of this report, antibiotic therapy was ongoing. After four days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.